Event description:
It was reported that the pt never experienced therapeutic effect. The pt was "in more pain than before the implants," wanted the implantable neuro stimulator (ins) removed, and could not walk. It was felt that the right side ins was "floating, it hits her hip and the lead is wrong." The pt could not work after the implant and experienced severe pain "all the time." Additional info has been requested. A follow-up report will be sent if additional info becomes available. See MFR. Report #3004209178-2010-08486 regarding left side device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.